Event description:
A surgeon reported a patient with an unexpected refractive outcome following intraocular lens (iol) implant surgery. In a follow up, the surgeon reported either the lens or iol power calculations caused or contributed to the event. The event continues. The surgeon is planning on exchanging the lens.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on 12/20/2013. (B)(4).